Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had physical damage to it. The customer stated that he was calling regarding a no delivery alarm, but also noticed that the were chips in the device's case, as well as scratches to the body and liquid crystal display screen of the insulin pump. The blood glucose reading was 401 mg/dl, which was treated with an insulin pen. The customer stated that the damage had occurred from wear and tear, although he was unsure how. There was also damage to the battery cap. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.